Event description:
It was reported that the patient was presented in clinic with symptoms of syncope. The patient was transported to the hospital and imaged. The atrial lead had dislodged and atrial capture was intermittent. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.